Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead would not sense. The lead was repositioned, however, the helix on the lead could not be retracted. The physician opted to remove the lead, but after several attempts, it could not be removed. The physician attempted implant of a second atrial lead, however, the second lead also would not sense. The second lead was removed. The original atrial lead was connected to the implantable pulse generator (ipg) device; was programmed off, and it remains in the patient. No patient complications have been reported as a result of this event.